Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Caller reported the patient wasn't using their device because it wasn't helping them. The patient had multiple programming sessions with their doctor. The ins was worth a try as it was the last resort. Caller reports the patient turned their ins and left it implanted. While the device was in the patient, it did not bother them. Caller will follow up with the healthcare provider (hcp). Caller wanted to donate the patient programmer (pp). It was reviewed that the device manufacturer was not accepting the pp at this moment. The caller was redirected to the patient's hcp if the caller wanted to donate the pp. No patient symptoms reported. No further patient complications have been reported as a result of this event.